Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a left knee arthroplasty on an unknown date in 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due aseptic loosening. It was further reported that patient experienced a fall on (B)(6) 2015, resulting in swelling; however, no additional revision procedures have been reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due aseptic loosening. It was further reported that patient experienced a fall on (B)(6) 2015, resulting in swelling; however, no additional revision procedures have been reported.